Manufacturer narrative:
The device is currently being returned to the resmed (B)(4) located in (B)(6) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault message (sf 218). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the reported system faults 143 and 218. Based on all available evidence and complaint investigations of a similar nature, the reported system faults 143 and 218 were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).